Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a rise in threshold measurements and a drop in pacing impedance measurements from 526 to 294 ohms. Surgical intervention was performed and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.